Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was unknown. Customer advised that she took pump to healthcare provider and they had diabetes educator changed her pump basal settings. Customer started to have lows and so they lower her basal rates and now she is having high. Customer does not want to troubleshoot further and wants to monitor and call back at time occurrence.